Event description:
Sabratek 6060 pump on a baby, using it to receive tpn through a central line. Account is questioning if the medication was ever rec'd; account suspects the pt's mother of tampering with the pump.